Manufacturer narrative:
Device was not returned. The device was not returned to edwards for evaluation as the hospital reported that the device was discarded. Without return of the device the clinical observation cannot be confirmed. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 23mm bioprosthetic aortic valve, implanted nine (9) years and five (5) months, was explanted due to recurrent severe aortic stenosis. The explanted device was replaced with an non-edwards 19mm mechanical valve. Due to severe aortic insufficiency the 19mm non-edwards mechanical valve was then explanted and a 3300tfx 19mm implanted. The patient weaned them from cardiopulmonary bypass without difficulty and transesophageal echo demonstrated good functioning of the aortic valve.